Event description:
A report was received that the patient has to frequently charge the ipg. The patient will undergo a battery revision.

Event description:
A report was received that the patient has to frequently charge the ipg. The patient will undergo a battery revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.